Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer report number: 2916596-2020-03151. It was reported that the patient observed a low battery alarm on (B)(6) 2020 and performed a system controller exchange at home. Review of the log file confirmed low voltage hazard events on (B)(6) 2020 while using the mpu. There was a total loss of power to the mpu and the backup battery was enabled. Both power leads were subsequently disconnected, causing no external power events. The next event shown was a driveline disconnect until the end of the log file. The log file from the second system controller showed low flow and low speed events on (B)(6) 2020. The pump was off for about 8 minutes during controller exchange. On 11 jun 2020 the patient was inpatient at the clinic for a follow up. The log file over the interval from 09 jun 2020 to 11 jun 2020 showed multiple no external power alarms. These events were surrounded by power source changes. There were no low voltage issues shown. The vad coordinator indicated the patient will disconnect the mpu to move from room to room despite repeated training.

Manufacturer narrative:
Manufactures investigation conclusion: review of the submitted log file data revealed no pump-related issues. Moreover, the account did not report any pump-related issues or adverse events under this complaint. It was reported that the patient noted a low battery alarm around 00:30 the morning of (B)(6) 2020 and exchanged his system controller in his home. The submitted controller event log file downloaded from the patient's primary controller (serial number (B)(6)) showed that low voltage hazard alarms and no external power alarms were captured on (B)(6) 2020 at 00:37, which appeared to be due to a loss of ac power while the system controller was connected to the mobile power unit (mpu). The no external power events remained active and power cable disconnect alarms also activated when both power cables were disconnected. The driveline was subsequently disconnected at timestamp 0:43, resulting in a pump stoppage. The controller was shut down at 0:54 and subsequently transitioned into charging mode. The submitted controller event log file downloaded from the patient's backup controller (serial number (B)(6)) showed that the driveline was connected to the controller on (B)(6) 2020 at timestamp 0:49. External power was connected to the controller via the mpu at timestamp 0:51, after which the pump ramped up to the set speed without issue. The pump continued to operate as intended through the end of the log on (B)(6) 2020 at 12:44. The events captured in the submitted event log file data appeared consistent with the report that the patient performed a controller exchange after hearing low voltage alarms. The pump appeared to have operated as intended at speeds at or above the low speed limit with overall stable parameters prior to and following the controller exchange. The additional controller event log file submitted by the account on 11jun2020 contained data from 09jun2020 ¿ 11jun2020 captured additional no external power alarms; however, there was no interruption in pump function during the events and the lvad appeared to be operating as intended at speeds at or above the low speed limit without issue. Additional information provided by the account on (B)(6) 2020 indicated that the patient¿s mpu had a locking mechanism and he was known to disconnect from wall power when he moved from room to room in his home. It was stated that due to the low battery alarms, the patient exchanged his controller on his own and did not page the center. The patient and his family had reportedly been educated multiple times on proper use of the mpu and the patient verbalized understanding. No patient symptoms or injuries were reported in association with the controller exchange. The patient remains ongoing on (B)(6). The heartmate 3 lvas instructions for use (IFU) and patient handbook outline all system controller alarms as well as how to respond to each alarm condition. In addition, these documents provide instructions on how to exchange the system controller. The patient handbook cautions the patient not to attempt a system controller exchange without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital. The manufacturer is closing the file on this event.